Event description:
The manufacturers field service engineer noted in the diagnostic history log an occurrence of unit failing pre-operational testing during system pressure testing. No patient involvement / harm.